Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a high blood glucose incident. Customer reported that her blood glucose at the time of the incident was 436 mg/dl. Customer was able to troubleshoot. Customer was able to troubleshoot. Upon removal of the infusion set, customer reported that they found the infusion set cannula was crimped. Customer reported that the infusion set had been in use for four hours at the time of the incident. The product is expected to be returned.